Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 526 mg/dl at the time of the incident. The customer stated that they were having issue with the reservoir and the infusion set. The customer received an insulin flow blocked alarms. The customer declined troubleshooting for the high blood glucose. The customer was not wearing a sensor. The insulin pump was not in auto mode at the time of the incident. The customer reported that the insulin exited with the fill tubing. The customer received an insulin flow blocked alarm. The insulin pump will not be returned for analysis.